Event description:
Pediatric pt was being put to sleep for surgery. Anesthesiologist noted pt breathing mask filling up w/saliva. Mask was taken off & doctor noticed there was no anesthetic gas coming through the circuit. Upon inspection of the circuit it was noted that the circuit was occluded completly. Circuit was replaced & surgery continued. Pt was fine.